Event description:
General electric MRI monitors 1 and 2 could cause the MRI to quench endangering pt safety. Monitor 1 and 2 could cause dangerous events for the service person. General electric will not comply with a request for instructions for monitor 1 and 2, but did for monitor 3. General electric has been notified in detail of these issues and has not responded. Communications with ge available if needed.